Event description:
It is reported that the locking ring was found deformed and the liner could not be inserted.

Manufacturer narrative:
This report will be amended when our investigation is complete.